Event description:
It was reported by the customer's wife that the customer had a test failure alarm on the insulin pump. Customer's blood glucose level was 81 mg/dl. Customer's wife was advised to program a normal bolus in the air. Bolus amount was recorded in the bolus history. Customer's wife was assisted in performing a self test. Test passed. Customer's wife was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.